Manufacturer narrative:
An additional lot number was reported (lot # m013875).

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was impacted (307 mg/dl).